Manufacturer narrative:
Serial number not provided at time of report

Event description:
The customer reported that bed alarm popups are not working. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.